Event description:
Tip of gore suture passes detached during a hernia repair and remained in the subcutaneous tissue of the abdomen. A second attempt was made with a new suture passer with same result. Both tips were retained in the pt as they were not retrievable.